Event description:
This customer reported that the FDA had advised them to notify baxter of a pt death following a transfusion of pooled platelets. The rptr indicated that serratia marcescens was identified in subsequent cultures of the pt blood, the platelet pool and individual blood bags used through collection process and product transfer. The retained segments from the blood bags did not culture positive. The individual platelet products were rec'd in a competitors blood bags and pooled into the baxter transfer pack. The platelet products had been stored only 30 minutes prior to pooling and transfusion was completed within 50 minutes of pooling. The pt was in the or holding area following placement of a hickman device. Symptoms exhibited following the transfusion were chills, fever, shortness of breath, cyanosis and a decrease in blood pressure. The pt was administered gentamycin and expired one week following the transfusion.